Event description:
This event was reported as valve explanted along with whole heart at time of heart transplantation. Prior to transplant surg., valve deteriorated, had a torn leaflet and severe mitral regurgitation. Pt had congestive heart failure and pulmonary hypertension.